Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 10 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient had increasing lactate dehydrogenase (ldh) levels in setting of a recent cerebrovascular accident (cva). Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined. Review of the submitted system controller log file showed that no atypical events were captured and the system showed normal device operation above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.